Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included migraine, headache, pain in hip, shoulder dislocation, thyroid disorder and blood pressure high. Concurrent conditions included obesity and depression. Concomitant products included levonorgestrel (mirena) for birth control as well as azithromycin, bupropion, diazepam, fluconazole (diflucan), hydrocodone, hydromorphone, lidocaine, meloxicam, methocarbamol, metronidazole, nortriptyline, oxycodone, prednisone, prochlorperazine, rizatriptan, sertraline (zoloft), tizanidine and tramadol. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced weight increased ("weight gain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"), pollakiuria ("urinary frequency"), urinary incontinence ("urine leakage") and alopecia ("hair loss"). On (B)(6) 2015, 1 year 1 month after insertion of essure, the patient experienced migraine ("headaches and/or migraines") and headache ("headaches"). On (B)(6) 2015, the patient experienced dysmenorrhoea ("severe menstruation pain / dysmenorrhea (cramping)"), menorrhagia ("heavy abnormal menstruation / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, arthralgia ("joint pain"), menometrorrhagia ("irregular and/or prolonged menstruation"), dyspareunia ("pain during intercourse"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("abdominal bloating"), hormone level abnormal ("hormonal changes"), vaginal discharge ("vaginal discharge") and back pain ("lower back pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, fatigue, arthralgia, menometrorrhagia, dysmenorrhoea, menorrhagia, dyspareunia, abdominal pain, abdominal pain lower, abdominal distension, migraine, hormone level abnormal, vaginal discharge, vaginal haemorrhage, pollakiuria, urinary incontinence, headache, weight increased, alopecia and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menometrorrhagia, menorrhagia, migraine, pollakiuria, urinary incontinence, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: events- "abnormal bleeding (vaginal), urinary frequency, urine leakage, headaches, weight gain, hair loss, lower back pain", concomittant and historical condition, concomittant drug added from pfs.essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 25-jan-2017: quality safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and reported device migration. She underwent laparoscopic bilateral salpingectomy approximately one year after insertion. This event is anticipated in the reference safety information for essure. This legal case was reported with limited information. The exact date and mechanism of device migration was not reported. The exact location of the device was not described. A salpingectomy was performed, suggesting that the migration could have occurred within the fallopian tube. Despite the limited information, given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical complaint analysis concluded that a quality defect could not be confirmed but is considered plausible and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("device migration") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required) with pelvic pain, fatigue ("fatigue"), arthralgia ("joint pain"), menometrorrhagia ("irregular and/or prolonged menstruation"), dysmenorrhoea ("severe menstruation pain"), menorrhagia ("heavy abnormal menstruation"), dyspareunia ("pain during intercourse"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), abdominal distension ("abdominal bloating"), migraine ("headaches and/or migraines"), hormone level abnormal ("hormonal changes") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (laparoscopic bilateral salpingectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the device dislocation, fatigue, arthralgia, menometrorrhagia, dysmenorrhoea, menorrhagia, dyspareunia, abdominal pain, abdominal pain lower, abdominal distension, migraine, hormone level abnormal and vaginal discharge outcome was unknown. The reporter considered device dislocation, fatigue, arthralgia, menometrorrhagia, dysmenorrhoea, menorrhagia, dyspareunia, abdominal pain, abdominal pain lower, abdominal distension, migraine, hormone level abnormal and vaginal discharge to be related to essure. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and reported device migration. She underwent laparoscopic bilateral salpingectomy approximately one year after insertion. This event is anticipated in the reference safety information for essure. This legal case was reported with limited information. The exact date and mechanism of device migration was not reported. The exact location of the device was not described. A salpingectomy was performed, suggesting that the migration could have occurred within the fallopian tube. Despite the limited information, given the nature of this event, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since surgical intervention was required. A product technical analysis is expected. Further information will be obtained through the litigation process.